Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia from (B)(6) 2020 from 6:00 am to 4:30 pm. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500 mg/dl) while wearing the pod on the leg for between 4 and 24 hours. Symptoms reported include ketones of 1.1, headaches and vomiting. The patient was treated with a correction via the personal diabetes manager (pdm) every 4 hours, 5 extra units of insulin when the patient ate and a temp basal increase of 20%. The pod was removed during the hospital visit at 1:56 pm and began receiving insulin injections. The patient received a lantus insulin pen of 16 units and insulin to take home. Ondansetron was prescribed for vomiting to be taken as needed. The pod was removed at the hospital. A new pod was applied once the patient was discharged.